Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿balloon leak.¿ a potential root cause for this failure could be "balloon not completely sealed to shaft." The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "warning: do not use ointments or lubricants having a petroleum base. They will damage silicone and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state and federal laws and regulations."

Event description:
It was reported that the silicone catheter leaked water from the balloon.